Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to view the list of patients. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients list was unable to view. A technical support specialist (tss) assisted the customer was unsure whether were operating under a test account. Credentials used by the users were reviewed, and the user login ID was verified. The customer was then guided through the process of selecting the appropriate area within the system. The system functioned as intended after the technical support specialist repaired the device.